Event description:
It was reported that there was oversensing and high impedance on the right ventricular (rv) lead. The lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr01 implantable pulse generator, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The auto lead diagnostics shows ventricular lead impedance intermittent increases up to 1400 ohms with current maximum greater than 3600 ohms. A lead warning occurred on 2013-(B)(6) with open circuit pace counts since warning.